Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. A new cartridge was loaded to resolve the reported issue. Customer's blood glucose level was 300 mg/dl.